Event description:
The lay user/patient contacted lifescan in 2007 and alleged that his one touch ultramini meter was reading inaccurately high. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue first occurred 2-3 day prior to the call to lifescan. He also reported that he felt dizzy and sweaty after the reported issue began. He had taken an increased dose of his insulin. The patient did not receive/require medical intervention. The patient had obtained a result of 229 mg/dl and was comparing it to his normal readings/feelings. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl). The patient's testing technique was reviewed to be correct and he was also cleaning the puncture area properly. This complaint is being reported because the patient reported experiencing symptoms of low blood glucose after the reported issue began. The patient had taken an increased dose of insulin. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.